Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer experienced high blood glucose levels (300-458 mg/dl). Customer has attempted to change infusion set, infusion site, cartridge, and insulin but has been unsuccessful in correcting his high blood glucose levels. Pump passed delivery system check.